Event description:
It was reported that the customer was receiving lost sensor alerts. The customer's blood glucose was 582 mg/dl. Troubleshooting for the lost sensor was done. The customer stated that there was a significant amount of blood at the insertion site. Customer declined troubleshooting for blood at the insertion site. Advised customer to change the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed solution test and sensor failed per specification. No isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.